Manufacturer narrative:
Without a lot number, the device history records review could not be completed. This was a three-level implantation. In the us, the m6-c artificial cervical disc is indicated for use following a single level discectomy in skeletally mature patients with intractable degenerative cervical radiculopathy with or without spinal cord compression at one level from c3 - c7.

Event description:
It was reported that an m6-c device appears to have height loss in a patient with three (3) m6-c devices implanted.